Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to broken trace mother board. The pump had a bleeding lcd glass. The insulin pump was received with minor scratched display window, battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 13.8mmol/l. The battery has been out of the insulin pump for hours, and blank display continues. The customer mentioned dropping the pump on carpet. The customer states the screen is not damaged. Troubleshooting was not performed. The device will be returned for analysis.